Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na

Event description:
It was reported that the procedure was to treat the proximal to mid left anterior descending artery (lad) with heavy calcification, moderate tortuosity and 90% stenosis. The 2.75x12mm trek balloon dilatation catheter (bdc) was used for pre-dilatation, but the balloon ruptured during the first inflation to 10 atmospheres. Resistance during advancement of the bdc was noted with anatomy. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.